Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The damaged lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. During insertion, the capsule was damaged. The lens was removed and replaced with a different iol. Additional information has been requested.